Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted after 51.0 months of service. It is speculated that the battery depleted prematurely. The physician implanted a similar device, which failed to convert the patient during device based testing. The physician will medicate the patient, and have them return at a later date to repeat dft testing.